Event description:
During a routine hemodialysis treatment an arterial air alarm occurred while the operator was correcting an error made with the pt connections. The circuit clotted due to the amount of time spent troubleshooting the alarm and making the proper pt connections, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the extracorporeal circuit due to the amount of time spent correcting the pt connections and troubleshooting the alarm. The user's guide provides adequate instructions for making pt connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding pt connections. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.